Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image and image flickering issue could not be reproduced and a definitive root cause of the reported issue could not be determined, however the issue was likely the result of excessive physical stress applied to insertion tube, damaging the charged-coupled device (ccd) unit during user handling/mishandling and resulting in temporary image issues. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope screen goes blank/no image and flickers. The reported issue occurred at the reprocessing center during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation the scope monitor was left on for one hour with no issues found to the image. Upon further inspection, it was observed that the bending section and the insertion tube had deep dents and a failed ring gauge. It was also observed that the scope connector in the circuit board was loose. It was observed that there were customer labels on the circuit board and on the body control unit/ connector which were removed. Lastly, it was observed that the angulation was low in the up and down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.